Event description:
It was reported that the patient presented to the emergency department with possible diaphragmatic stimulation. A remote transmission showed that the atrial lead had triggered a lead warning for high impedance. In addition, the histogram showed that the atrial capture threshold had started elevating a month prior and the threshold was now high. An atrial lead dislodgment was confirmed. The lead was repositioned and remains use. No patient complications have been reported as a result of this event.